Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Fse was dispatched and on 01-nov-2016 performed drain flush and primed reagent. Customer ran controls and verified the results. Replaced the tubing from i3 to r1. Replaced the solenoid valves. Customer ran controls and verified the results. Ran about 50 tubes of patient samples with no errors. The most probable cause of the reported event was solenoid valves failure.

Event description:
On (B)(6) 2016 the customer reported low area with their hlc-723g8 analyzer. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results.there was no indication of patient intervention or adverse health consequences due to the delay in reporting.

Manufacturer narrative:
Follow up report # 1 for MDR 2018-03684 filed for "e1. Address & name" correction to: american health network (B)(4).